Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer was unsure of the exact amount of insulin that the cartridge had been filled with, but stated it was less than the customer's normal fill. At the time of the reported event, the customer did not have additional insulin available, and confirmed insulin pens would be used until additional insulin was obtained. The customer's blood glucose level was 113 mg/dl.